Event description:
I used an equate antibacterial bandage to cover an opened packed wound and within 2 hours my skin was burning. I took the bandage off and the area is still burning. It is red, inflamed and has blisters. It is causing very bad irritation and is very painful. Non testing was done. I will not go to the hospital over this. FDA safety report ID# (B)(4).